Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker issued a red alert via patient monitoring for an unspecified reason. No adverse patient effects have been reported. This device remains in service.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker issued a red alert via patient monitoring for an unspecified reason. No adverse patient effects have been reported. This device remains in service.